Manufacturer narrative:
Final analysis found the pulse generator in backup mode due to multiple flipped bits. After downloading the product code, normal function ensued.

Event description:
It was reported that the patient presented in backup vvi. Interrogation of the pulse generator resulted in the message "error in pulse generator software has occurred". Measured battery data one year ago was 2.78 v, 16 ua, 2.4 kohms. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.